Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Intuitive surgical inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported for the broken pitch cable found during failure analysis.

Event description:
It was reported after central processing the wire was exposed on the prograsp forceps instrument. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.